Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis further described as a ¿peritoneal dialysis infection¿. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with an unspecified drug intraperitoneally (dose and frequency were not reported). It was reported that pd therapy was ongoing during the treatment. At the time of this report, the patient had not recovered from the event. No further detail was provided regarding whether the patient was hospitalized for the event. No additional information is available.